Event description:
It was reported to medtronic neurosurgery that a vp shunt procedure was performed for neonatal hydrocephalus. According to the report, after the procedure, the peritoneal catheter was found to be occluded and the shunt was explanted on (B)(6) 2015. Reportedly, the patient did not have any adverse events.

Manufacturer narrative:
Approximately 86.5 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore the condition of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris in the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).